Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting during incoming functional testing. The cause for the failure was isolated to shorted components q6, q7, q8, q10, q12 and q16 on the defibrillator pca as well as component u409 on the ca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was resetting.